Event description:
The customer reported the unit will turn on and off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the product has not been returned to the masimo investigation facility to allow an analysis to be performed. When the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Masimo initiated a recall for this issue and notified us FDA on 02/15/2024. The recall number is z-1538-2024 h3 other text : device not returned.

Event description:
The customer reported the unit will turn on and off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
The returned device was investigated and it was confirmed there was a short inside the power button. This resulted in the on/off button being activated when not physically pressed.